Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer is having issues with a dialysis catheter. The customer states the catheter is leaking. The customer also states the patient had the catheter placed on (B)(6) 2011 and then had to have it replaced on (B)(6) 2011.